Manufacturer narrative:
A photo was returned showing one (1) clave separated from the bond pocket on the 011-h1268. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. Lot history review could not be performed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received regarding a 30 cm (12") appx 3.1 ml, set per infusione, 4 clave® connector, filtro that became detached during patient use. The reporter stated the following: "during the administration of irinotecan, the luer lock connector detached from the tubing. The chemotherapy bag then spilled onto the floor. The patient did not receive his full treatment and had to be re-infused for the rest of his protocol.¿ the leak was cleaned up according to the facility's protocol, with a codan spill box kit. There was no unprotected exposure to cytotoxic products for the healthcare professional or the patient. The sample was discarded because it was contaminated. The patient was connected to the device at the time of the event, and the incident was noted approximately 30 minutes after the bag was inserted. The patient did not receive his full course of irinotecan (not knowing what had already been administered, the doctor chose not to prepare a new dose for this treatment), creating an infection risk due to the open closed circuit. The patient had to be reinfused to receive fluorouracil, posing a risk to the staff. There was a potential delay in critical therapy. The patient returned home after treatment without harm.